Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. During visual inspection of the device, it was identified that the slide clamp sensor was damaged. A power on self test was performed on the device with no issues noted. The cause of the condition could not be determined. To correct the condition, the slide clamp sensor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site servicing, a flogard infusion pump was found to have a damaged slide clamp sensor. There was no report of patient involvement. No additional information is available.